Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (90% stenosis degree) in a severely tortuous section of the lad. Due to severe calcification, the device could not pass through the lesion. Therefore, another stent was selected.